Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had air in line the following information was received by the initial reporter with the following verbatim it was reported by customer that noticed a large bulging bubble in the tubing. We had to waste the entire preparation and start over since we were concerned about it possibly leaking or rupturing and didn't want to risk exposure to any staff or the patient. This was a loss of product for us and was rather alarming for our staff.

Manufacturer narrative:
One photo taken by the customer confirms the failure of tubing ballooning. The probable root cause for the failure is determined to be a user issue. If the infusion set is not loaded correctly, a ballooning in the pumping segment tubing is possible. The clinical team has been made aware of the issue and the issue has been communicated with the customer with additional instructional material for proper loading of the alaris pumps. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional info.